Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis and its performance was scrutinized. Between the connector pins and the yoke, the conductor cable to the rv shock coil and the conductor cable to the vcs shock coil were found fractured. The attached fixation sleeve which was found to be overtighten fixated at the lead body could have affected the mobility of the conductor cables inside the lumes. It is reasonable to assume that the immobility of the conductor cables as well as excessive mechanical forces might have contributed to the conductor fractures. The deformed vcs shock coil resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that shock impedance on this lead was over 200 ohms. Damage of the high voltage circuit was suspected. No adverse patient side effects were reported.